Manufacturer narrative:
H3: device evaluated by MFR? Code 02 - product analysis of the suspect product is currently underway.

Event description:
The explanted lead was received, and product analysis is underway.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was found to have high impedance in preop and then underwent a full revision. During surgery the surgeon noticed a break in the lead by the tie downs. The explanted lead has not been received by product analysis to date. No other relevant information has been received to date.

Event description:
Product analysis (pa) was completed on the returned devices. During the review of the generator data, a high impedance value was observed earlier than previously known. No other relevant information has been received to date.